Event description:
This report is being filed after the review of the following journal article: scoscina d, et al. (2022), mason type iii fractures of the radial head: orif, resection or prosthetic replacement?, musculoskeletal surgery, https://doi.org/10.1007/s12306-022-00745-y, (italy). This study focused on a comparison of mid-term clinical, functional and radiographic outcomes of adults treated by open reduction and internal fixation, radial head prosthesis and resection. Between january 2014 and october 2019, 47 patients with isolated closed comminuted radial head fractures who were surgically treated were included in the study. All patients were grouped according to the surgical procedure performed: 15 patients (85 percent females, mean age 53.9 ± 7.6 years) in the radial head prosthesis group, 16 patients (78 percent females, 41.7 ± 9.2 years) in the open reduction and internal fixation group and 16 patients (83 percent females, mean age 64.5 ± 6.8 years) in the radial head resection group. The patients who underwent open reduction and internal fixation were implanted with an unknown synthes low-profile t-plates and screws. The patients in the radial head prosthesis group were implanted with a competitor¿s cemented prosthesis while the patients in the radial head resection group underwent capsule and annular ligament repair using an unknown manufacturer¿s nonabsorbable suture. Postoperatively, the patients were immobilized in a longarm splint, with 90° of elbow flexion and neutral rotation. Patients treated by open reduction and internal fixations had an elbow plaster applied for 1 week. Later, passive flexion¿extension and prono-supination movement rehabilitation were allowed with the use of a hinged elbow brace. Active range of motion exercises began 4 weeks after surgery. Complications were reported as follows: 4 patients had secondary displacement and were revised with radial head prosthesis. 2 patients had nonunion and were revised with radial head prosthesis. 2 patients had hardware breakage and were revised with radial head prosthesis. 4 patients had heterotopic ossification. Additional surgery was not necessary. This report is for the unknown synthes low-profile t-plates. A copy of the literature article is being submitted with this regulatory report. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown low profile t-plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.